Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with unknown saline breast implants was diagnosed with cancer in 2015. There was left breast nipple soreness described as a pinching feeling. White platelet decreases possibly thought to be auto-immune was noted but has not been diagnosed yet. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. The patient stated that she is not sure the implants are mentor, however since the possibility that they exists that they are, this event is being conservatively reported. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2019-23725 for contralateral prosthesis report.